Event description:
The following information was provided: ¿unlock/lock¿ silver knob slides off (away from navy handpiece) when cutting. Also began to shake and was abnormally loud. Case type / application: (B)(4).